Manufacturer narrative:
Corrected. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported that the unit has an error code message of pressure sensors failure occurrences. The biomedical engineer stated the unit was not in patient use at the time of the reported issue.

Event description:
The customer reported that the unit has an error code message of pressure sensors failure occurrences. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.